Manufacturer narrative:
(B)(4). The insulin pump passed selftest and displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error hardware low level failure. No harm requiring medical intervention was reported. Customer was able to clear the alarm and able to complete pump rewind. It was also reported that the fill cannula was recorded in daily history. The insulin pump will be returned for analysis.